Manufacturer narrative:
Device not returned.

Event description:
Lower extremity duplex scan revealed restenosis of sfa stent 7 mos post implant; revascularization. Treated with intravascular ultrasound guidance with laser debulking, followed by cryoplasty.